Event description:
It was reported that during a laparoscopic roux-en-y procedure, the device stapled, but did not cut all the way to the end. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
H6: code 400,100, 68=firing mechanism damage evaluation summary: the analysis showed that the device was received in good conditions and with a cartridge loaded in the device. The cartridge was received fully fired and with the cartridge lock out tab bent. The damage to the cartridge lockout tab is consistent with damage observed when the firing cycle is started, interuppted, released, and restarted. In addition, the instructions for use state, "the firing stroke must be completed. Do not partially fire the device . Fire the device by squeezing the firing trigger completely untill it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-intiatiion of firing is resumed, the device will lockout." The returned devcie was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape.